Event description:
Caller reported that she and patient's doctor feel that device is not delivering insulin correctly. Caller indicated that patient had experienced elevated blood glucose (hi). Caller indicated that patient's physician recommend patient switch to injections. Callers indicated that patient would remain on injections for 2 months and then switch to competitor device. Caller was not returning the device.